Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing resulting delivered inappropriate shocks. Noise was able to be reproduced in secondary and alternate vectors with movements. The device was programmed to the primary vector and shock therapy was programmed off. This system remains implanted. No adverse patient effects were reported.